Event description:
It was reported that insulin came out of the cartridge chamber when the user removed the cartridge during a supply change, and the user placed the cartridge on the connector before inserting it into the pump; visual inspection by the user indicated the cartridge body, plunger alignment, and tip appeared normal, and a guided full supply change thereafter proceeded normally without device alarms. Symptoms included no reported blood glucose impact. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting and education on correct cartridge handling and completing a full supply change to restore normal operation. Investigation of this case revealed no device malfunction observed during the guided procedure, with user handling during cartridge removal and connection identified as the likely contributor; the infusion set and cartridge functioned as intended after proper setup. It was concluded, based on previously established findings for similar reports, that the cause was user technique during supply change.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.